Manufacturer narrative:
Correction: b1 product problem, and h6 health effect - impact code f02, f1904 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Hemolysis: the cause of the hemolysis was not determined without returned product investigation and sufficient clinical details. Device in wrong position: the cause of the positioning issue was not determined without returned product investigation and sufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient was in multi-organ dysfunction as assessed by the provider team. The patient was producing less than 30 cc of pink to red urine. An echocardiogram was ordered, which revealed that the impella device was positioned slightly shallow in the left ventricle, measuring approximately 2.5 cm. The patient had experienced multiple cardiac arrests prior to the placement of the impella device. Laboratory results showed elevated lactate dehydrogenase (ldh). Plasma-free hemoglobin was not drawn at this time. The patient has expired.